Manufacturer narrative:
Other, other text: d4: UDI number is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during a pre-use check; the cuff leaked. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Other text: h3. Device evaluated by manufacturer and h6. Evaluation codes: updated. D3, g1,2 email is: regulatory.responses@icumed.com. Five device samples were received opened without original packaging. The returned samples were sent to the supplier for investigation. The supplier conducted a testing of the returned product(s), but the reported problem was not confirmed/duplicated, and no abnormality was found. The device history record (DHR) is at the supplier and not readily available for review.